Event description:
It was reported that the clinical study patient experienced a severe infection and was hospitalized. The patient was administered antibiotics and underwent a system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs- linear leads; upn: m365db2202450, model: db-2202-45, serial: (B)(6), lot: 7087176. Product family: dbs- linear leads; upn: m365db2202450, model: db-2202-45, serial: (B)(6), lot: 7087107. Product family: dbs- extension; upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: 7095143. Product family: dbs- extension; upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: 7094307.

Event description:
It was reported that the clinical study patient experienced a severe infection and was hospitalized. The patient was administered antibiotics and underwent a system explant procedure. Additional information was received that the patient tested positive for an infection which was located at the neck and chest incisions. Symptoms were drainage and swelling at the incision sites. There were no reported issues postoperatively. Additional information was received that the patient experienced a severe hardware infection of the chest wall and retroarticular wound. During the explant procedure the postoperative wound infection areas were irrigated and debrided. The infection was assessed to be procedure and device related. The event was resolving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs- linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: (B)(6). Product family: dbs- linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: (B)(6). Product family: dbs- extension. Upn: m365nm3138550. Model: nm-3138-5.5 serial: (B)(6). Lot: (B)(6). Product family: dbs- extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a lot: 27763747. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Lot: 28262141.

Event description:
It was reported that the clinical study patient experienced a severe infection and was hospitalized. The patient was administered antibiotics and underwent a system explant procedure. Additional information was received that the patient tested positive for an infection which was located at the neck and chest incisions. Symptoms were drainage and swelling at the incision sites. There were no reported issues postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs- linear leads, upn: m365db2202450, model: db-2202-45, lot/ serial: (B)(6). Product family: dbs- linear leads, upn: m365db2202450, model: db-2202-45, lot/ serial: (B)(6). Product family: dbs- extension, upn: m365nm3138550, model: nm-3138-55, lot/ serial: (B)(6). Product family: dbs- extension, upn: m365nm3138550, model: nm-3138-55, lot/ serial: (B)(6).